Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) evaluated the subject device and but omsc could not duplicate the user's report. Also omsc checked the inside of the channels of the subject device and could not found any foreign material. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon cannot be conclusively determined. However there was the possibility that the reported phenomenon was attributed to the insufficient cleaning of the subject device by the user and/or insufficient drying of the channels after the reprocessing by the user. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to omsc for the evaluation. Omsc could not duplicate the reported phenomenon and found the discoloration of the objective lens and the light guide lens, also stain on the distal end of the endoscope. The evaluation is in progress, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that dirty water dropped from the auxiliary water inlet after the reprocessing. There was no report of patient injury associated with this event. The user facility did not provide the other detailed information.